Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was over 500 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and manual prime and insulin did exit. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer was instructed on proper procedure for inserting infusion set connector to reservoir for in order to prevent occlusions. No further information provided.